Event description:
At the end of a pfa procedure, the sheath was severed during removal. A portion of the sheath remained inside the patient. It is alleged that during z stitch insertion the needle hit the sheath a few times and damaged the sheath. When the sheath was removed, a portion of the sheath was still stuck in the vein, requiring emergency surgery for removal.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. However, an image was submitted that appeared to show the sheath separated into two parts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of sheath separation and remaining inside the patient could not be conclusively determined.